Event description:
A passeo-35 xeo balloon catheter was selected for treatment of a distal cephalic vein. The passeo-35 xeo 5/40/90 was inserted and parked at the anastomosis curve. The balloon was inflated to 18atm, and a back flow of blood was seen inside the inflation device, indicating that the balloon has burst. Therefore, the balloon was removed.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected balloon has been inflated and was returned in a deflated state. Microscopic inspection revealed two small holes in both the balloon and the inner shaft about 18 mm and 19 mm proximal to the distal x-ray marker. Scratches were observed in close vicinity to the holes. Functional testing was unsuccessful, i.e. Upon inflation the balloon did not open since water was leaking from the holes. It seems likely that the damage of the balloon surface was caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.